Event description:
It was reported on (B)(6) 2026 a patient presented with grade 4 degenerative mitral regurgitation (mr), a ruptured chord and prolapsed leaflet for a mitraclip procedure. Two mitraclip xtw's were implanted. The final mr grade was trace. On (B)(6) 2026, the patient passed away. The cause of death was unknown.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.